Event description:
It was reported that the right atrial (ra) lead had fractured. The rv lead exhibited unstable thresholds, high and unstable impedance, oversensing due to noise and a polarity switch had occurred. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The rv lead exhibited unstable thresholds, high and unstable impedance, oversensing due to noise and a polarity switch had occurred. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.